Event description:
On 08-23-2002 a copy of a medwatch form 3500 was received at integra lifesciences, nj via mail. The description on the submission included the following information: a patient presented with traumatic brain injury following a motor vehicle accident. A ventricular pressure monitoring catheter had been inserted several hours prior to brain death being declared. The patient's body was being maintained for organ harvesting. When harvesting takes place, all patient-monitoring devices are left intact in the body. The ventrix catheter could not be removed to confirm lot number. The problem with the catheter was noted almost immediately upon its insertion, because the monitor produced an "e07" that indicated an improper connection. Once inspected it became obvious that the two parts of the fiber-optic connector tip were not solidly joined to one another. An external transducer was set up once the monitor displayed improper readings. The nursing staff taped a tongue-blade to the two parts of the catheter that were loose and the catheter functioned as desired. The external transducer was serving as a back up, providig correct icp readings. Once the proper connection was established, the monitor's error message disappeared and the ventrix catheter began to produce correct icp readings. Note: the voluntary report submitted to the FDA dates 08-13-2002 indicated "a manufacturer's representative was on-site and observed that the catheter must have become flawed during manufacturing". This statement was reviewed with the integra lifesciences, sales representative and found to be incorrect. The sales representative was on-site at the user facility but was not present in the intensive care unit when this reported incident occurred. The sales representative was made aware by the clinical nurse that a catheter had a faulty connection and was indicating error readings. The clinical nurse indicated once the connection was properly established the catheter functioned as desired. The sales representative was not aware of how the catheter was being used (organ harvesting). The sales representative advised the clinical nurse to contact integra's customer service department to report the incident. As of 08/29/2002 no direct telephone communication has been received from the reporting facility.